Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicates that a mass was growing on a lead. No additional adverse patient effects were reported. The rv lead was explanted.